Event description:
It is reported that the patient is experiencing severe pain and feels like the hip is slipping out of the socket.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: the devices are still in vivo. The x-ray provided from the examination date (B)(6) 2010 does show the expected orientation of the components. The surgical report has been reviewed and seems to indicate that appropriate method was followed even though no details has been provided regarding instrumentation used during surgery. It is also mentioned that the patient has osteoporosis. No cause analysis can be performed based on the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.